Event description:
Event description guidant received information that during the implant of this implantable cardioverter defibrillator (ICD), a pneumothorax occurred at the subclavian vein level, for which drainage was required. The device remains implanted.